Manufacturer narrative:
Other: rack; restraint strap.

Event description:
It was reported by service report that the cot was missing the chest restraint strap and had bent racks. No pt involvement or adverse consequences are reported.